Manufacturer narrative:
Please note that this event was initially reported as part of one complaint that involved three devices under report numbers 1016427-2011-00117, 1016427-2011-00118 and 1016427-2011-00119. However it was confirmed that the events occurred in 3 separate patients. Therefore, the three products in the original compliant (B)(4) were separated into three separate complaints. The regulatory reports will no longer be associated. This device was previously reported under report number 1016427-2011-00119 but no further reports will be forthcoming under this initial number. All additional information received will be submitted under report number 1016427-2012-00004.

Event description:
The report received from the affiliate indicated that during a coronary angioplasty, "the tip of the gw get broke. The hospital had available 1bx5 units available. The tip got fractured for 3 of these products. We will ship the remaining 2 units."

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00117, 1016427-2011-00118 and 1016427-2011-00119.

Manufacturer narrative:
Additional information received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00117, 1016427-2011-00118 and 1016427-2011-00119.